Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges to have spots on lungs. The medical intervention was not specified. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an issue related to a CPAP device's sound abatement foam. The patient alleges to have spots on lungs. The medical intervention was not specified. In type of reportable event it was previously selected as malfunction. The correct selection is serious injury.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam.  Additional information was received and section b5 should be reported as:  the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to CPAP device's sound abatement foam. The patient alleged to have spots on lungs.there was no medical intervention required by the patient. The reported event of tobecame degraded and degraded and caused a patient have spots on lungs. .recently was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient.  The device has not yet returned to the manufacturer for evaluation. The patient has swapped out the deice at the distributor and at this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.  Sections b1, b2,  has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to CPAP device's sound abatement foam. The patient alleged to have spots on lungs. There was no medical intervention required by the patient. The reported event of to became degraded and degraded and caused a patient have spots on lungs. The device was returned to the manufacturer's product investigation laboratory for investigation. During the exterior investigation, unknown dust or dirt contamination was present on all surfaces of the base unit. The device did not return with an sd card or filter. There is an unknown dust contaminate present at the air inlet where the filter would be and at the iso port entrance. During the interior investigation, there was unknown debris in the tracks of the ui panel. There are mineral deposits present on the motor casing and within the blower box housing, suggesting unknown liquid ingress. There is an unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring. Evidence of sound abatement foam degradation or breakdown was not observed in the base unit. Secondary findings, the unknown dust/dirt contamination and fibers found on the blower casing/impeller and blower box were inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airway suggests a source external to the device. The mineral spots consistent with water ingress were found within the blower box and motor casing. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes that he is unable to directly address the symptoms outlined in the complaint. Confirmed that there was no evidence of sound abatement foam degradation or breakdown observed in the base unit. Confirmed the presence of contamination in the airway.

Manufacturer narrative:
The manufacturer previously submitted MDR 2518422-2022-12712-2 with incorrect sections b1, b2, h1, h6. Corrections to previous MDR are made in this report as follows: section b1 was corrected to adverse event and product problem (only product problem was checked in previous MDR). Section b2 was corrected to other serious or important medical events (previously it was blank). Section h1 was changed from malfunction to serious injury. Corrected information was provided in section d3 and g1 (contact office - manufacturing site). Section h6- health impact code was corrected.